Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the customer may have slept on the non-tandem continuous glucose monitoring system. The basal software suspended insulin delivery to treat bg. In the morning customer's bg increased to normal range. Recommendation was made to consult with healthcare provider regarding diabetes management.